Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional(hcp) reported that a patient was injected with 0.8 ml of juvéderm® voluma® xc into the chin. Patient had previously received four or five syringes in chin area a different injector over the past few years. A week after the recent injection, the patient complained of pain in the chin and along the gums. The hcp observed a slow capillary refill and a very faint reticular pattern, although the gums appeared pink and healthy. One vial of hylenex was injected into the area that day, followed by another vial the next day. This treatment resolved the capillary refill and reticular pattern issues, and the patient's pain improved, although patient still experiences intermittent sharp pain, including in gums even 11 days after the injections. The patient has now reported that a tooth is dying and turning gray, possibly related to an occlusion in the chin. The symptoms are ongoing.